Manufacturer narrative:
Retainer ring = black. Customer returned pump alleging pump error 53 and high bg on 27-oct-2021. Device's history and trace files downloaded successfully using thump software. Device passed the displacement test, self test, the rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No pump error 53 alarms noted during testing. Pump error 53 was present in the history download on event date of (B)(6) 2021 at 12:32 am esf#: 3470387, (file number 26, line number 1474). Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. Test p-cap locks properly into reservoir compartment. The following were noted during visual inspection: scratched case, missing display window cover, pillowing keypad overlay, and stained keypad overlay. Pump error 53 confirmed on event date of 12/28/2021 at 12:32 am due to a hardware error as per global logic analysis esf#: 3470387. Problem isolated to electronic assembly. Unable to verify for high bg's medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 23.9 mmol/l at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm. The insulin pump will not be returned for analysis.